Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: adverse event problem - additional.

Event description:
It was reported that no alert/notification occurred. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Alert/notification settings.

Manufacturer narrative:
(B)(4).